Event description:
Complainant alleged that during a routine preventative maintenance check, the device would not give the appropriate "test ok" message when performing defibrillation self test. The complainant indicated that there was no pt involvement in the reported failure.